Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: left bundle branch area pacing corrected the functional block line caused by right ventricular apex pacing. Pacing and clinical electrophysiology. 2025. 48:640¿643. Doi: 10.1111/pace.15195 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding right ventricular apex (rva) pacing and transitioning to left bundle branch area pacing (lbbap). The authors described a patient who experienced worsening heart failure due to dyssynchrony caused by rva pacing. A lead was added to transition to lbbap. The device remains in use. No additional adverse patient effects were reported.